Event description:
Information was received that a smiths medical cadd administration set was not administering the total volume of chemotherapy; pump would state 0ml but volume would remain. No adverse effects reported.